Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
Hearing performance with the device suddenly got worse in july. The user_s hearing with the device had previously been very good with the device in (B)(6) 2020. The re-implantation took place on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device suddenly got worse in (B)(6). The re-implantation is scheduled on (B)(6) 2020.